Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided skin reaction, capsular contracture (grade unknown), and rupture. The patient feels hardening of her right breast and pain at touch. In addition, the patient is experiencing a rash on her right breast. The patient had a consultation with her physician, and right-sided rupture was noted. The diagnosis was confirmed via physical examination. The patient is scheduled for mammogram sometime in (B)(6) 2020. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On 13-jan-2021, mentor received additional information regarding the condition of the suspected medical device and replacement devices. The patient's surgeon suspected bilateral rupture initially. However, the surgeon stated that both devices were observed to be intact upon explantation. Updated reason for device explant and/or reoperation: suspected rupture, capsular contracture, skin reaction the relevant fields have been updated. The replacement devices are two 375cc mentor memorygel breast implant prostheses (catalog #: 3503754bc, right serial #: (B)(6), left serial #: (B)(6). On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-dec-2020, mentor received additional information regarding the patient's symptoms and date of explantation. The patient experienced bilateral capsular contracture (right grade: iii, left grade: ii). The patient is scheduled to undergo removal and replacement with unspecified breast implants on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, capsular contracture, skin reaction. Manufacturer's reference number: (B)(4).